Manufacturer narrative:
The company was contacted to obtain the applicable surgical technique guide. He reported that a patient alleged that the physician did not properly seat the implants during the surgical procedure, which left them protruding and severing the left gluteal artery. The artery has been permanently severed, which results in extreme pain when patient attempts to ambulate any distance. The applicable surgical technique guide instructs a posterior lateral approach with the screws traveling posterior to anterior only through a single si joint. It does not mention the great vessels for the associated procedure(s). Access for this system means dissecting the si joint. Depending on how that is achieved, the gluteal artery could be injured, however, the artery is not immediately in the si joint area. The gluteal artery should be far enough anterior that it is not within the required trajectory. A more lateral approach to achieve fixation may have more of a risk of injuring the gluteal artery.

Event description:
The company was contacted to obtain the applicable surgical technique guide. He reported that a patient alleged that the physician did not properly seat the implants during the surgical procedure which left them protruding and severing the left gluteal artery. The artery has been permanently severed, which results in extreme pain when patient attempts to ambulate any distance.